Event description:
Additional information was received that there were no issues identified with the catheter used. The cause of the pipeline failure to open was not determined. The pipeline was not placed in vessel when it failed to open and there were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned stuck inside the marksman catheter, within the inner pouch, bio-hazard bag, and shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined with no damages found. However, the catheter body was found to be accordioned from 22.0 cm to 31.0 cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end was found to be opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. The customer indicated moderate vessel tortuosity and the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid may have contributed to the failure to open issue. Braid damage can occur due to over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the the pipeline flex was returned stuck inside marksman catheter. Both the pipeline flex and catheter were found to have damages. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was likely used. This damage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex through the catheter against resistance. However, the root cause of the resistance could not be determined. Possible resistance causes include vessel tortuosity and/or the lack of the continuous flush with heparinized saline during delivery. However, the customer indicated that vessel tortuosity was moderate, which rules this out as a potential cause. In the event, a lack of the continuous flush with heparinized saline may have contributed to the resistance during delivery/retrieval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated of an unruptured left ophthalmic artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 24.5 mm and neck diameter 5.6 mm. Landing zone (artery size): distal 3.7 mm and proximal 4.3 mm. The patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (8 mm diameter). Angiography revealed that the diameter of the left internal carotid artery aneurysm was 24.5 mm. 6f-105navien was used with marksman catheter and ped-425-35. The guidewire was pushed to the distal end. After the microcatheter was in place, the tip of the stent did not open well after the it was pushed out of the microcatheter. After repeated operations, it still could not open. To ensure the safety of the surgery, the surgeon withdrew the catheter and the stent together and found that the tip of the stent was deformed. The surgeon then occluded the responsible blood vessel with a spring coil and ended the surgery. It was unknown if dapt (dual antiplatelet treatment) was administered. Postoperative angiography showed that the rating of the single coil embolization was good, and the operation was ended. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228276332); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.